Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of thrombosis is listed in the perclose prostyle instructions for use (IFU) as a known patient effect with use of suture mediated closure devices. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The suture was implanted. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other prostyle device is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented for a cardiac ablation procedure. Two planned perclose prostyle vessel closure devices were pre-placed in the left femoral vein via two 7 french access sites and were used to achieve hemostasis post procedure. A third perclose was placed at 6 french access site which was then upsized to an 11 french sheath. Only one suture was pre-placed. On removal of the large sheath, the suture pulled out of the anatomy intact. Hemostasis of this access site was achieved with a figure 8 stitch and brief manual compression. A right femoral access site was performed. Two planned perclose prostyle vessel closure devices were pre-placed in the right femoral artery, 9 french sheath access site and used to achieve hemostasis post procedure. Heparin reversal (protamine) was provided per standard practice. There was no complication reported. On (B)(6) 2022, an ultrasound was performed. There was no hematoma or pseudoaneurysm at either groin site. There was a 10x2mm mobile, echogenic structure (unknown substance) in the periphery of the left common femoral vein. Reportedly, this could be the closure device or a small amount of thrombus. There was no additional treatment reported. The patients pre-procedure medications were continued. The patient was discharged from the hospital that same day. No additional information was provided regarding this issue.